Event description:
On 7/16/96 during the administration of fluids, the pt complained of pain. Swelling in the chest was noted. An x-ray was taken which showed the catheter had fragmented. The catheter fragment was removed from the pt via a cardiac catheter.